Manufacturer narrative:
Concomitant medical products: 638rl30, heart ring, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.